Event description:
The customer received a blood glucose reading of 150 mg/dl on the contour next ez, was retested on the clinic's meter and the reading was 515 mg/dl. She was given her normal dose of 10 units of insulin. An hour later the contour next ez read 150 mg/dl and the clinic's meter read 380 mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.